Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38833514 and lot number 3241985. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this event, a thorough sample analysis could not be completed. Although an exact cause could not be identified for this incident, a corrective and preventive action plan has been initiated to further investigate this issue and prevent any reoccurrence. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd angiocath catheter broke. The following information was provided by the initial reporter, translated from portuguese to english: 22ga peripheral catheter, showing quality deviation. Breaking during peripheral puncture, not offering safety to the patient and the professional. Were any other measures taken after the problem was identified? Yes - withdrawn the product from use in the service.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder. All demographic information on the regulatory document states "confidential."